Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the surgeon was attempting to remove the tibial trial and the hook on the instrumentation snapped off. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was attempting to remove the tibial trial and the hook on the instrumentation snapped off. No pieces fell into the patient and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had the large pin fractured off the shaft of the device. DHR was reviewed and no discrepancies were found. This device has potentially been in the field for 11 years and 7 months, therefore the root cause can be determined as normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.